Event description:
Intuitive surgical, endowrist one vessel sealer was determined to not be working properly. Both a "failed to self-test" and "blade unable to retract" warning were noted. This device was replaced with a "like" device which functioned without issue for the remainder of the case. Diagnosis or reason for use: robotic prostatectomy.